Event description:
A malfunction on the pump was reported by the caller, with malf 12 occurring weekly since around 12/1/25, specifically during quick boluses. The customer had been self-troubleshooting and resetting the pump, which resolved issues temporarily despite experiencing 8 or 9 malfunctions. There was no reported impact on the customer's blood glucose level. The customer was expected to call back for further troubleshooting with technical support, who would then assist in completing additional questions and potentially proceed with a pump replacement.